Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The break in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency unknown). On an unreported date in the following month, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.